Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported that during a procedure, "when probes were pulled from the eye, the trocars would come out with the probe." There was no patient harm or injury and the case was completed without significant delay. Additional information has been requested.